Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081988) on 18-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("intense pelvic pain") and rheumatoid arthritis ("joint pain and inflammation: diagnosed with rheumatoid arthritis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included sulfasalazine and vitamins nos (multivitamins). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion disability) with arthralgia and arthritis, bacterial vaginosis ("numerous bacterial vaginosis") with vaginal discharge, cystitis ("bladder infections"), coital bleeding ("heavy bleeding after sex"), back pain ("pelvic pain radiated to back"), chloasma ("melasma") and alopecia areata ("patchy hair loss"). The patient was treated with surgery (she underwent essure coil removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved, the rheumatoid arthritis and chloasma was resolving and the bacterial vaginosis, cystitis, coital bleeding, back pain and alopecia areata outcome was unknown. The reporter provided no causality assessment for alopecia areata, back pain, bacterial vaginosis, chloasma, coital bleeding, cystitis, pelvic pain and rheumatoid arthritis with essure. The reporter commented: serious injury criterion: disability/permanent damage and event date (B)(6) 2010 were reported, but not specified and/or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.